Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint is confirmed. Visual inspection of the returned tasp exhibits signs of repeated use (nicked or gouged) and is fractured on the medial side. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. The tasp top fractures issue was previously investigated and identified that the tasps are susceptible to fracture from bending/torsional loading. The root cause of the reported issue is attributed to a design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 42527900700, lot # 62442834. Item # 42527900704, lot # 62215877. Item # 42527900701, lot # 62357321. Item # 42527900500, lot # 63012231. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03386, 0001822565-2019-03387, 0001822565-2019-03388, 0001822565-2019-03390.

Event description:
It was reported instruments were found missing bearings and fractured in the warehouse. No adverse events have been reported as a result of this malfunction.